Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the libero is wobbling loose to arm; the arm felt loose. This was noticed before the procedure. There was no patient involvement and no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative tightened the loose bolt. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to a loose bolt. However, how or when the bolt became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).